Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event is an unknown date in 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a 3.0mm ti cervical spine locking screw 16mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: additional information received. D11: therapy date. E3: reporter is patients family member. H11 corrected data: b5: corrected quantity of devices. D1, d2, d3, d4, g5-510k: this report is for two (2) unknown zerp-p screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that two (2) screw were removed from her zero p natural implant at the c3/4 space. One (1) screw was fully backed out while the other was partly backed out. No new screws implanted to replace the malfunctioned implants. The remaining two (2) screws are still implanted. This report is for two (2) unknown zero-p screws.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown screws:/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Patient reported complaint. It was reported that on (B)(6) 2018, a revision surgery was done involving a depuy synthes zero natural device due to pain and risk that unknown screws would back-up into patient's esophagus. Device was originally implanted into the patient's neck on (B)(6) 2018. Cervical neck procedure done involved discs 2-3 and 3-4. The surgeon advised that unknown screws or pins that were used were inserted into the plate and locked into place. When the patient went for a follow-up appointment on an unknown date (2 months post-operatively), x-ray revealed that screws were backed out and failed to click in properly which resulted in an unknown emergency surgery. The surgeon¿s report documented hardware malfunction and claims that she never heard of screws backing out before. Patient was taken off blood thinners prior to the emergency procedure. The patient was not informed to resume blood thinners post-operatively which resulted in having circulation problems in the legs, blood clots, and may need amputations. It is unknown if there was surgical delay. Patient is in constant pain with attached cervical stimulator and neck brace. Concomitant devices reported: depuy synthes zero natural (part# unknown, lot# unknown, quantity 1). This complaint involves unknown number of devices. This report is 1 of 1 for (B)(4).